Event description:
On (B)(6) 2022 a minnesota department of health customer reported to technical support representative logan kim a false positive test followed by two (2) negative on a different cue reader. Cartridge ln 15326a; cartridge sn (B)(4); reader sn (B)(4).

Manufacturer narrative:
Update to g4: PMA/510(k) number added update to h10: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.